Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pharmacy users would like clarification on how multiple pocket functionality works during remove and return activities. For some patients, the remove return transactions occur on the same drawer or pocket, while for others, the transactions occur on different drawers or pockets. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had remove and return transaction shown work in same drawer and pocket. A technical support specialist (tss) documented that station sequential drain, starting with the earliest non failed pocket, allowing remove and return in the same pocket while inventory remained. Tss reviewed notes and the electronic protected health information path after the customer raised concerns about multi pocket access, the site was on es 1.5.2.1. Using knowledge article, tss remotely pulled transactions for station and medication identifier, ran the storage space failure report. Analysis showed pocket changes that aligned with fifo opening the earliest refilled pocket and switching when the draining pocket failed or could not satisfy the entered quantity. After consulting product support engineer, tss confirmed the behavior matched pyxis es 1.5.2 design, shared the findings and spreadsheet with the customer, and they acknowledged the explanation with no further assistance requested. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pharmacy users would like clarification on how multiple pocket functionality works during remove and return activities. For some patients, the remove return transactions occur on the same drawer or pocket, while for others, the transactions occur on different drawers or pockets. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.